Event description:
The left femoral vein was punctured and sheaths were introduced. A quadripolar catheter was advanced via the 7-french sheath and positioned in the right atrium. Attempts were made to advance the catheter into the coronary sinus, but those were not successful. Attempted other sheaths. A biosense quadripolar thermocool catheter was advanced via the sheath and advanced into the left superior pulmonary vein. At this stage, a small, about 1-2 mm sized diameter clot in the left atrium outside of the left atrial appendage. Pt was admitted and given therapeutic lovenox and started on coumadin. Physician stated heparin potency change linked to clot formation. Dates of use: (B) (6) 2010. Diagnosis or reason for use: patency of femoral sheath.